Manufacturer narrative:
(H3): the revision due to dislocation reported was most likely the result of insufficient tensioning in the joint and subsequent instability. The revision of all humeral side components was likely the result of excess cement resulting in the modular components becoming adhered together. However, this cannot be confirmed as the devices were not available for evaluation.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 300-01-07, 6150215 - equinoxe humeral stem primary 7mm, 320-38-10, 5870262 - equinoxe reverse shoulder liner 38mm +0, 320-01-38, 6320049 - equinoxe reverse 38mm glenosphere, 320-15-05, 6490896 - equinoxe reverse shoulder glenosphere locking screw, 315-35-00, 5160934 - glnd kwire, 321-20-00, 5241024 - equinoxe reverse shoulder drill kit, 320-15-01, 5497446 - equinoxe reverse glenoid plate, 320-20-00, 6527741 - equinoxe reverse torque defining screw kit, 320-20-30, 5553362 - equinoxe reverse compress screw lck cap kit, 4.5 x 30mm, 320-20-30, 5551326 - equinoxe reverse compress screw lck cap kit, 4.5 x 30mm, 320-20-30, 5552922 - equinoxe reverse compress screw lck cap kit, 4.5 x 30mm.

Event description:
As reported, this (B)(6) y/o female patient experienced a dislocation one (1) day after the initial implant of the left tsa. The dislocation was due to the joint being too loose. Humeral implants came out due to antibiotic cement holding it together in humeral canal. Patient was last known to be in stable condition following the event. Devices were disposed by hospital.